Event description:
The customer stated the device displayed the code of 000 but the code key was marked 008. The customer was sent another code key and the same discrepancy appeared. A request was made for the return of the suspect device and replacement product was sent.